Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a low blood glucose as well as insulin pump was over delivering insulin. Customer's low blood glucose value was 2.2 mmol/l and 2.6 mmol/l. Customer stated that the insulin pump was over delivering because the blood glucose value was going down. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.